Manufacturer narrative:
This supplemental report is being submitted to retract this sentence, which was inadvertently submitted on the initial b5 statement. Please omit sentence: translation of updates from local source systems done by triage analyst (B)(6) in english and japanese on (B)(6) 2025. Corrected field: b5. Updated fields: h2, h11.

Event description:
No additional information received from the customer.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited peeled adhesive of the light guide lens. There was no patient involvement. Translation of updates from local source systems done by triage analyst(B)(6) fluent in english and japanese on (B)(6) 2025.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it was likely the cause was traced to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.